Event description:
It was reported that the user who participated in the ilet experience study experienced two hypoglycemic events reported at 64 mg/dl and 67 mg/dl while using ilet and treated the lows with oral carbohydrates, which led to overcorrection and subsequent hyperglycemia reaching 260 mg/dl before later stabilizing after eating breakfast. Symptoms included hypoglycemia with dizziness and sweating. Outcomes included no long-term health consequences or impact. Customer care performed investigative communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established, with user overcorrection of low glucose may have contributed to the event.